Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), (B)(4).

Event description:
It was reported the patient had an MRI of their lower spine and the pump got hot and caused a¿heat problem¿. It was noted this was with the patient¿s first pump ¿about¿ six years ago¿. The medication being delivered via the device system at the time of the event was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the pump had heated twice during attempted MRI¿s in the past. The MRI¿s were aborted and the burning at the pump site was resolved after the MRI was aborted. The patient was scheduled for a myelogram. The outcome to the patient was no injury. The pump was infusing dilaudid and bupivacaine.